Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relating to the reported symptom which was reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above spec. Further eval determined that the downstream pusher plate gap was too small. The downstream tubing guide was replaced and the device was calibrated.